Event description:
While attempting to dislodge clot at arterial anastomosis with fogarty embolectomy catheter, catheter was pulled through anastomosis and balloon stripped off catheter. Retrieved from pt.